Manufacturer narrative:
Due to character restrictions in block e1. Full event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon therapy (iabp), the attached pressure-resistant tube was cracked, causing blood to leak out.

Manufacturer narrative:
Updated field: b4; d9; e2; e3; e1 initial reporter, event site telephone; g3; g6; h2; h3; h6 health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, component code, investigation conclusions, health effect ¿ impact codes; h11 corrected fields:d4 UDI number; d10; h4; h8. The pressure tubing was returned for evaluation attached to the transducer tubing. A crack was noticed on the male luer of the pressure tubing. The iab catheter was not returned. The pressure tubing outer dimensions and length are within specifications. A leak was found in the male luer where the crack was found. The complaint was escalated to manufacturing engineering and the supplier for evaluation of the pressure tubing. Engineering conducted a visual inspection and leak test, confirming a crack in the component. Incoming inspection records showed the batch met all requirements and was released without any noted non-conformances. Since the component is only packaged at the wayne facility and not manufactured there, a supplier quality engineer was notified, and the device was sent to the vendor for further evaluation. The vendor confirmed the issue through leak testing and suggested it may be related to environmental stress cracking during use. A review of the lot history revealed no nonconformities that could have contributed to the complaint. The vendor has documented the report in their system for ongoing monitoring and trending. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during intra aortic balloon therapy (iabp), the attached pressure-resistant tube was cracked, causing blood to leak out. There were no adverse consequences to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11. The pressure tubing was returned for evaluation attached to the transducer tubing. A crack was noticed on the female luer of the pressure tubing. The iab catheter was not returned. The pressure tubing outer dimensions and length are within specifications. A leak was found in the female luer where the crack was found. The complaint was escalated to manufacturing engineering and the supplier for evaluation of the pressure tubing. Engineering conducted a visual inspection and leak test, confirming a crack in the component. Incoming inspection records showed the batch met all requirements and was released without any noted non-conformances. Since the component is only packaged at the wayne facility and not manufactured there, a supplier quality engineer was notified, and the device was sent to the vendor for further evaluation. The vendor confirmed the issue through leak testing and suggested it may be related to environmental stress cracking during use. A review of the lot history revealed no nonconformities that could have contributed to the complaint. The vendor has documented the report in their system for ongoing monitoring and trending. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected fields: h6 investigation findings, investigation conclusions.